Event description:
It was reported from the analysis of the returned product that fixation tab failure was observed, one side of the fixation tab was found to be broken. It was reported a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. It was reported that half of the fixation feature was found missing in the newly dispensed suture when it was opened for  surgery. Changed another one to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one open sample that pertained to the product code sxpp1a405 and one photo with the same characteristics as the returned device. During the visual assessment of the needle suture, body fluids at some barbs were noted, besides that one side of the fixation tab was found to be broken. In addition, crushed on the tab area was observed. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance